Manufacturer narrative:
Device evaluation the device was returned to the manufacturer. Device inspection was performed and visual inspection of the device using 12x magnification revealed the lens optic is torn. Both haptics are damaged; one haptic is folded across the optic, the other haptic is kinked. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after injection of an intraocular lens, model zma00, 15.0 diopter, surgeon was positioning the lens and the back haptic tore off during the manipulation. The lens was pulled out of the eye and a vitrectomy was conducted. It was noted that when the haptic tore off, it become completely detached from the optic. At that point a second intraocular lens, model zma00, 15.5 diopter was opened and during injection of this lens, the front haptic got stuck in the injector and folded on top of the optic and was kinked once the lens was pushed all the way out. This lens was then cut out of the eye and again a vitrectomy was conducted. A replacement lens (14.5 diopter) was then injected into the eye with no problem. There was no incision enlargement and no suture was required. This report is to capture the event of the second lens used, zma00 15.5 diopter. A separate MDR will be filed to capture the event related to the first lens used, zma00 15.0 diopter.